Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm, model #: sc-3138-25, serial #: (B)(4), description: phase iii lead extension - 25 cm, model #: sc-4316 serial #: (B)(4), description: clik anchor (set of 2).

Event description:
A report was received that the patient stopped breathing as a complication of anesthesia during an implant procedure. The patient was flipped to supine position and the physician elected to take out all the product. The patient was doing well.